Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, pain, swelling, breast hardening, and patient concern with the product.

Event description:
Patient reported "breast hardening," "discomfort," and concern with the product. Healthcare professional additionally reported "ruptured implant/pain/hardening swelling." Device remains implanted.